Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that for the past 2 weeks, the patient had been having issues with their controller. The caller stated that the app was crashing all the time, and in order to get it to respond, they had to tap on the phone in order for it to do anything. The caller also mentioned the controller would get stuck at 90% and not do anything for minutes until they start moving the phone. The caller mentioned the patient bolused 7 times per day, and it took 15 minutes to connect to the pump. The caller mentioned seeing a "system application failure" message intermittently. The caller requested that both devices be replaced. The issue was not resolved through troubleshooting. A replacement handset and communicator were requested from the repair department. In the replacement request, the repair department noted that the devices were being replaced due to ¿chronic system problem message and chronic telemetry issues¿ and ¿frayed cord was visually observed.¿ no patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID tm90t0, serial# (B)(6), product type accessory product ID hh9020tdd, serial# (B)(6), product ID: pa9000, serial# unknown, product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.